Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion under the rv shock coil was noted at 53.0-53.8 cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy delivery.

Event description:
It was reported that when a patient presented in clinic after receiving inappropriate shocks, lead noise was observed. The noise was reproducible in clinic. No other electrical anomalies were detected. The lead was explanted.